Manufacturer narrative:
(B)(4).device evaluation: one used sample was received by baxter for evaluation. The reported condition of "reservoir rupture" was confirmed. This is a single use device and will not be repaired. This issue is currently being investigated under CAPA# (B)(4).

Event description:
It was reported to baxter (B)(4) that the reservoir of a ce multirate infusor lv 2, 3, 5 had ruptured during filling. The device was being filled with ropivacaine hydrochloride hydrate and fentanyl citrate (unknown concentration). The pump was being refilled after 3 days of use when the reservoir ruptured. The sales rep explained that the infusor was intended for single use only; however, the customer requested baxter to evaluate the sample. There was no report of patient injury or medical intervention. No additional information is available.